Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Pd therapy was reported to have been interrupted. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic (dose, route, and frequency unknown) for the peritonitis. The patient was discharged from the hospital eight days later and at the time of this report was reported to have recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k20043 and h13l29026 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h13k20043 and h13l29026. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report involves the same patient as in (B)(4).